Event description:
A high blood glucose level of 187 mg/dl was reported, measured using both cgm and bg meter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a correction bolus via the pump and proceeded with a supplies/system check as instructed by technical support. After inspecting the site and infusion set, no issues were observed except for large air bubbles in the tubing. Technical support guided the caller to prime out the air bubbles, educated them on the importance of removing air from the tubing, and advised to replace supplies as necessary before resuming insulin delivery.